Manufacturer narrative:
Product event summary:the device was returned and analyzed. The device met 86.4% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds was noted on the right ventricular (rv) lead. As a result the implantable pulse generator (ipg) experienced premature battery depletion. The lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.